Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 30mm x 2.75mm, 85% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery with a significant bend of >45 and <90 degrees. After advancement of a non bsc guidewire, predilation was performed with the use of a non bsc balloon catheter. A 32x2.75 omega¿ stent delivery system was selected to treat the lesion. The nurse removed the stent from the sleeve and prepared it before passing over to the physician. As the physician began to thread the stent over the wire, he found that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. Ous approved but it is similar to an approved u.s device.